Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: three loose syringes (p/n 309657) with their opened blister packs from batch #8318581 were received. The samples were visually evaluated. Two of the syringes had lengthwise cracks in their barrels. One syringe's cracks were on the numeric side of the scale in the print area. One syringe's cracks were on the non-numeric side of the scale outside of the print area. One syringe had the plunger with stopper in the bottom out position and the stopper appeared to be jammed against the barrel wall, still connected to the plunger rod. Potential root cause for the cracked barrel and jammed stopper defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had cracks in their barrels. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there is a crack in some bd 3 ml syringes."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with bd luer-lok¿ tip had cracks in their barrels. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there is a crack in some bd 3 ml syringes."